Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope angle knob is defective. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign matter was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. Additionally, the bending angle was insufficient due to the elongation of the angle wire. Upon further inspection, it was observed that foreign matter was clogging the nozzle due to insufficient cleaning or handling of the scope. As a result of this clog, the drainage function was also reduced. It was observed that the image was cloudy. Discoloration was observed on the insertion tube and on the operational part due to handling or insufficient cleaning. It was also observed that the adhesive of the curved rubber was discolored and missing. It was observed that the suction cylinder was scraped due to external factors. Water coverage was observed on the electrical connector. It was also observed that the electrical connectors are corroded due to handling. It was observed that the paint was peeling on the suction cylinder. Lastly, scratches were observed on the following unit components due to external factors: the objective lens, insertion tube, operation part, the tip cover, operation unit cover, the grip, universal cord, scope connector and on the scope connector joint case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was known and it was possible the scope was used on a patient. The customer suspects that the foreign material was possibly kaigen washer detergent or strong acid water. Pre-cleaning information - there was a delay to the start of pre-cleaning which was either late or not implemented. Water and air was supplied to the air/water nozzle. Manual cleaning information - the accessories used for reprocessing were normal. It is unknown if the scope was submerged in cleaning solution. It is unknown if the air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.